Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially used a third-party wall adapter and attempted charging techniques including a pump reset, after which the pump began charging, and no further assistance was required.